Manufacturer narrative:
Additional information was received that the reason the product was sent back because the stylet was used from the kit. Nothing adverse to report with the patient.

Event description:
A report was received that the patient underwent an unknown procedure wherein the lead was returned for an unknown reason.

Event description:
A report was received that the patient underwent an unknown procedure wherein the lead was returned for an unknown reason.